Event description:
Patient was revised to address loosening of asr cup, which showed no bony ingrowth after two (2) years, and had shifted more vertical over time.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records was not possible as the lot code required for retrieval was unavailable. Patient x-rays have been requested but not provided at this time. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.